Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead had dislodged a day after it had been implanted. Patient was dependent and had no related symptoms. Physician attempted to reposition the lead, but tissue was found in the helix which made retracting and extending difficult. The lead was explanted and replaced. Patient was stable after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.